Event description:
Information was received indicating the patient using this ambulatory infusion pump experienced shortness of breath. The patient then noted their pump had stopped working without any alert or alarm notification. The patient was not sure how long the pump had not been working and switched to their back up pump. No adverse patient effects were reported.